Event description:
It was reported that the customer's pump stopped unexpectedly. There was no information provided regarding the impact on the customer's blood glucose level. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.